Manufacturer narrative:
The reported complaint was not verifiable. There have been no complaints reported to the manufacturer linking the dual cooler heater (dch) unit to nontuberculous mycobaterium (ntm) infections. The manufacturer provides established requirements for sanitization and instructions for correctly maintaining the system. These are clearly outlined in the dch operators manual and dch cleaning guide. Included in the requirements is a daily sanitation procedure with a check of the chlorine levels, weekly cleaning and sanitation and a semiannual decaling procedure. Decontamination is required whenever biofilm is evident in the system (discoloration or cloudiness in the water system). It was found that the sanitizer listed in the cleaning guide and instructions for use (IFU) was obsolete. Replacement sanitizer has been identified and the IFU and cleaning guide will be updated. The dch is beyond service life at this time. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Safety advisory notification, no specific device impacted.

Event description:
Health (B)(4) issued a notification titled important safety information on heater-cooler devices - risk of nontuberculous mycobacteria (ntm) infections. Health (B)(4) is working with the manufacturers of heater-cooler devices sold in (B)(4) to review available information.